Event description:
It was reported that this patient's implantable device was emitting tones due to an alert for an out-of-range atrial pacing impedance measurement greater than 3000 ohms. Review of the data confirmed this was a sudden increase in impedance which occurred the week prior. Additionally, high thresholds and no capture were observed. Inappropriate atrial tachycardia response (atr) events were stored due to noise and oversensing. The device was reprogrammed to vdd mode, 50ppm until an electrophysiologist can evaluate the system. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.